Event description:
It was reported that this pacemaker system exhibited undersensing of the p wave and inappropriate pacing in the right atrial (ra) channel. Technical services (ts) was contacted and recommended reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.